Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a long-standing pump pocket infection. It was later reported that the pump pocket infection was ongoing from the patient's driveline infection which had an onset date of (B)(6) 2022. Symptoms included drainage from the driveline and mediastinum. Klebsiella pneumoniae, enterococcus and bacteroides fragilis cultures were identified. The infection was treated with intravenous antibiotics as the patient was not a candidate for debridement or exchange.